Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2017-06665, 1627487-2017-06666 & 1627487-2017-06667. It was reported the patient was not receiving pain relief from her pns (off-label) system. Subsequently, surgical intervention was taken and the patient's supraorbital leads were partially explanted at their neck incision. The patient's other leads were repositioned.

Event description:
Device 1 of 4, reference MFR report: 1627487-2017-06665, 1627487-2017-06666 and 1627487-2017-06667. Follow up information received identified the patient reported receiving effective stimulation therapy. The reported issue has been resolved.